Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) samples and two (2) photos were submitted to the manufacturer for evaluation. Through visual examination, the presence of foreign particulate matter (pm) within the bags structure were observed. The bags were subsequently filled with saline solution, and the filtered through a membrane to isolate any pm present within the fluid path. The test confirmed the presence of mobile pm in the fluid. The extracted pm was further analyzed by fourier transform infrared (ftir) spectroscopy and identified as organic matter (gelatin). A review of the device history record (DHR) database was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. Through examination of reserved samples, no deviations were observed. A review of the production process confirmed that no changes had been made to the bag materials, manufacturing process, or quality control activities. Furthermore, no deviations or anomalies were recorded in the relevant production batches that could account for the reported issue. Based on the investigation, the reported issue was observed. While the defect was observed, an exact root cause could not be determined. An approved project is in place to further address issues with foreign matter. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: foreign matter fluid path.